Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4): we received one used and nearly empty easypump ii lt 270-135-s without packaging. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. Weight of the sample in received condition: 92.1 g. Damages or manufacturing faults were not detected at the received sample. As-received condition the white clamp was open and the patient connector was closed with a combi-stopper, the original wing cap was not handed over by the customer. After opening the big top cap and removing the closing cap, we detected solution at the filling port (lli-cone) of the sample. Functional inspection: in addition, the received sample was filled up to the nominal value with 270 ml nacl 0.9% and was taken to a functional test respectively a leak test was carried out. After opening the patient connector and the white clamp, the pump works properly (solution was running) at the sample. Leakages were not detected. Physical inspection: the flow rate of the pump was tested. Nominal: 2 ml/h. Actual: 3.5 ml in 1 h; 5.9 ml in 2 hrs; 136.1 ml in 70 hrs. The flow rate of the inspected pump is within our specifications. Summary and assessment: a too fast flow (as described by the customer) was not detected at the sample. Based on the conducted investigations the tested sample is within the specification according to the flow test. Therefore the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 18m08ge341, there was a holdback at in process due to fast flow rate. Rework was performed on the batch according to sop. After reworked, no such defect (fast flow rate) was detected at in process and at final control inspection, therefore, this batch was released. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): over infusion: the pump is filled with 5-fu ad 248 ml for a running time of 5 days the pump was empty after just 3 days.